Event description:
(B)(4). Since getting essure I have been experiencing overwhelming lethargy, brain fog, memory loss, headaches, debilitating menstrual pain, chronic abdominal pain (right lower quadrant), hair loss, and painful bloating.

Event description:
#Medwatcher #followup1 #FDA mw5042494 #(B)(4). Current adverse reactions to essure are chronic pelvic pain, lower back and hip pain, pelvic inflammatory disease, chronic urinary tract infections and bowel obstruction.